Manufacturer narrative:
Internal complaint reference case-(B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. A functional evaluation was performed. The hinge was stiff. The complaint was confirmed and the root cause has been associated with a maintenance problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include leaving the device pressurized for an extended period of time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Event description:
It was reported that, spider 2 was not working at the end of a shoulder scope. No other device was used. No patient injury, delays or other complications were reported. Results of investigation have concluded that this unit had the hinge joint stiffed which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.